Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.

Event description:
Patient presented to the hospital with symptoms. Patient had pericardial effusion and a percardiocentesis was performed. Later that evening, the lead was successfully explanted and replaced. A transesophageal echo was running during the entire procedure, and no appreciative effusion was noted following lead removal. The patient recovered and is doing well.